Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736119, lot/serial #: (B)(6); product ID: 9734477, lot/serial #: (B)(6); product ID: 9734477, lot/serial #: (B)(6). H3) the computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer intermittently freezes during boot up. The long test-failed-timeout. The disk shows pre-fail on multiple attributes. The computer has a failing hard drive. Eval code method 10 is associated with this analysis eval code result 3208 is associated with this analysis eval code conclusion 4307 is associated with this analysis the computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The admin program starts and runs normally. No boot up or video issues were observed. No failure found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The admin program starts and runs normally. No boot up or video issues were observed. No failure found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cable adapter was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned cable has no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and they are working with tech support in order to troubleshoot the issue. They have already visited the site many times in order to check everything. They visited once again and after several attempts with tech support have come to the conclusion that the second refurbished computer they received is damaged and they will have to order a third one. They will perform the replacement as soon as the new one arrives.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the computer was replaced, but the problem still existed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received. After replacing the computer and trouble shooting different possible solutions, it was found that the video cable to the monitor was damaged. It will be replaced as soon as possible.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the digital visual interface (dvi) cable for the navigation system was replaced to restore functionality. The navigation system then passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information was unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system would not boot. There was a ¿no signal¿ message on the screen and the screen was black. There was no patient involved.